Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during the procedure, it was noticed that the internal packaging was compromised.

Manufacturer narrative:
Visual inspection of the package confirmed that the package is compromised. The outer carton is creased. The inner and outer sterile package exhibit large cracks. The device was returned in the original packaging. This device is used for treatment. The packaging of all the devices is verified before leaving zimmer facility and the event is likely to have occurred outside of the zimmer facility control. A product history search revealed no additional complaints against the related part and lot combinations. It is likely that the device was dropped or handled roughly during transit.